Event description:
My daughter developed a horrible rash from the adhesive on her dexcom. Apparently they changed the adhesive as for 7 years of using a dexcom, it was never an issue. Dexcom said they changed and it is "rare". We are part of a support group and it isn't "rare" as hundreds complain weekly about this issue. We are also finding the release mechanism is malfunctioning and this has never happened before and my daughter has used hundreds over the years. Obviously something has changed and dexcom needs to fix. FDA safety report ID# (B)(4).